Event description:
A report was received that alleges that the patient began to desaturate. Upon examination, it was found that the tracheostomy tube was leaking near the pilot balloon. Replacement was required. The patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.